Event description:
Allergan product alloderm select restore tissue matrix was found to have a hair imbedded into product once it had been sutured to gel implant by dr. Product never touched pt. Product and implant removed from sterile field and placed in biohazard bag with product packaging.